Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous and severly calcified mid left anterior descending (lad) coronary artery. The 20x2.5mm maverick2 balloon catheter was successfully advanced to the lesion; however, when the physician inflated the balloon, it ruptured. The number of inflations and to what atms is unk. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.